Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had reports from one of their infusion sites that extra volume seemed to remain at the end of the infusions that was extending outpatient infusion chair time. So far, the customer had swapped out the pumps, but were still seeing issues. The customer was seeing it with different nurses, medications, and bag sizes, etc. There patient involvement but the outcome is unknown. The customer later clarified that they believe, "it might be the possible that we are seeing this issue because we have had to resort to other manufacturers for the base diluent bags as baxter is still recovering from hurricane helene. Just wanted to let you know. I feel relieved that this is not due to an issue with the pumps!"

Event description:
It was reported that the customer had reports from one of their infusion sites that extra volume seemed to remain at the end of the infusions that was extending outpatient infusion chair time. So far, the customer had swapped out the pumps, but were still seeing issues. The customer was seeing it with different nurses, medications, and bag sizes, etc. There patient involvement but the outcome is unknown. The customer later clarified that they believe, "it might be the possible that we are seeing this issue because we have had to resort to other manufacturers for the base diluent bags as baxter is still recovering from (B)(6). Just wanted to let you know. I feel relieved that this is not due to an issue with the pumps!"

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.